Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was shredding grafts. The grafts were either too thick or too thin. Additional clinical information determined that the reported issue occurred during surgery and a patient was involved in the event. It was stated that there was patient harm/injury and impact/damage to the graft harvest associated with the report, wherein the patient had multiple sites for a donor skin graft due to the shredding of grafts to adequately cover the wound. It was clarified that many pieces of graft were unusable due to the shredding and the dermatomes shredded the graft and cut deeper and thicker then set, additional sites were harvested that were not planned for the patient. It was confirmed three different dermatomes (sn# (B)(4)) were used in this case and the surgery was completed with a delay of about 20-30 minutes, while the patient was under anesthesia. No medical intervention/additional surgical procedure was required in the event.

Manufacturer narrative:
The device is 24 months old and was not previously returned for service. It was initially reported that the device was shredding grafts and the grafts were either too thin or thick. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer returned a hose, width plates and screw driver for evaluation. Quality evaluation revealed nicks and wear to the head. There were no visible issues with the hose and the 4" width plate exhibited signs of over-tightening. The master blade was flush with the control bar. The device was tested with the test hose and found to be within but at the lower end of motor speed specifications. When tested with the customer¿s hose, the motor was found to be below speed specifications. The repair technician noted prior to repair, the device operated within motor speed specifications. The device was outside calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the motor sleeve, poppet spring and standard repair parts including the motor. The discrepancy between quality and repair technician evaluation regarding motor speed is most likely indicative of an intermittent motor function. The customer's reported event was confirmed due to the intermittent motor function and was most likely due to a lack of preventative maintenance on the device. The device was 24 months old and had not been returned to zimmer (B)(4) for servicing. Devices of this nature should have preventative maintenance performed on an annual basis. The device was repaired and returned to the customer. There are no recommended actions at this time.